Event description:
When the representative went to implant a new system in this patient, this system was no longer implanted. It is unknown when or why it was explanted. Requests to obtain this information have gone unanswered. Should additional information be made available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.